Manufacturer narrative:
Visual inspection of the device showed a kink in the main shaft near distal end. During deflection testing it was noted that the device did not pass planarity test as there is a break that affected the steering deflection. Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). It was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.

Event description:
It was reported that a intellamap orion high resolution mapping catheter was used in a premature ventricular contraction ablation procedure. During the procedure it was noted that on the lead whilst mapping with intellanav mifi oi the patent experienced a st elevation. The st elevation resolved on its own with no obvious cause. The after some time mapping with the orion catheter it was noted to be difficult to maneuver, the catheter was removed and the catheter shaft was noted to be broken near the basket. The procedure was completed using this device. No further patient complications were reported. The device has been returned to boston scientific for analysis.

Event description:
It was reported that a intellamap orion high resolution mapping catheter was used in a premature ventricular contraction ablation procedure. During the procedure it was noted that on the lead whilst mapping with intellanav mifi oi the patent experienced a st elevation. The st elevation resolved on its own with no obvious cause. The after some time mapping with the orion catheter it was noted to be difficult to maneuver, the catheter was removed and the catheter shaft was noted to be broken near the basket. The procedure was completed using this device. No further patient complications were reported. The device has been returned to boston scientific for analysis.